Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect of underfill. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had a low draw issue."